Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during use and failed to deliver a full dosage of 15 units of humalog, thus three different needles were used to do so. The following information was provided by the initial reporter: "using the 32g nano pen needles both retail and mail order. Lot # 8282897 occd (B)(6) 2019 and (B)(6) 2019 taking 15 units of humalog with 3 different pen needles to get full injection. Long time diabetic. Informed non patient end". "From phone call on 2019-05-06 14:33:32: rcc asking to verify the lot/item number. The item number is currently removed. Consumer stated using the mail order and retail 32g pen needles. Keeps supplies without the boxes and loose in a basket."